Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloon failed to dilate due to a hole. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomical location.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloon failed to dilate due to a hole. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomical location. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 25mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 25mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure.